Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with the onset detection. It was noted in episode 469, the onset criterion was re setting the ventricular tachycardia (vt) counter, delaying detection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sudden onset into slow ventricular tachycardia (vt), in which the detection of the tachycardia was delayed due to the programmed reset onset criteria and therapy was withed by the implantable cardioverter defibrillator (ICD). It was noted the patient's heart rate had also slowly changed and the vt was not detected by ICD because the gradual onset did not meet the vt detection zone requirements to delivery therapy. The vt terminated spontaneously and the ICD will be reprogrammed to avoid delayed detection of vt. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.